Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the device stopped and would not power back on; the motor rpm speeds were out of specification on the low end. The motor, switch, plug harness, strain relief, and various other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information regarding the event.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: australia.

Event description:
It was reported that during surgery, the unit power cut-out mid use. The staff members tried all possible avenues to get it working again (changing blade, changing outlet it was plugged into, etc.) But nothing would work. The unit was tested again after processing and the unit would still not power up. No obvious cause can be found, for example, no misuse by operator, no broken or frayed cord, etc. There was no alternate device available for immediate use. There was no harm or delay reported. Due diligence is complete, no further information is available. There was no adverse event associated with this malfunction.